Event description:
Order for morphine 1-2 mg pca demand dose with demand dose delay 8 minutes to a maximum of 6 doses/hr at 1615. On 8/25, pt found to be sleepy with decreased respirations, decreased o2 sats and pupils pinpoint. Pt required narcan administration.